Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the screen on the insulin pump had 888 displayed on the screen. When the customer was advised to presses the act button, nothing occurred. Customer removed the battery, inserted a new battery after waiting for a period of time, and the device didn't turn on. The customer's blood glucose was 135 mg/dl. Troubleshooting was performed for blank display and the display did returned after a new battery was inserted and the battery compartment was also cleaned. Customer then attempted to set the time and date on the device but when she presses the act button she sees the battery icon with bars. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.